Event description:
Multiple midlines 26g 1.9f leaking at hub. No discernable area on catheter when inspected. Differing. There were 2 lot numbers with leaking reported on this patient. This report is for the first lot and represents (mw5169790).

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.